Event description:
A customer reported receiving a ¿replace sensor¿ error message on the 2nd day of wearing the adc device and being unable to obtain readings. Customer further reported experiencing symptoms described as ¿looking away, falling asleep and redness¿. Customer received third-party intervention by his sister who provided sugar water and black currant syrup for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.